Event description:
The cause of the impedance issue was not determined and the issue was all cleared.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the charge density warning was because all contacts showed low bilaterally but then it cleared after they ran impedances. There was no impedance issue; all cleared.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the saw the charge density warning when they went to check the patient¿s battery. The patient¿s tremor had been acting up so caller took group a and copied it to group c so she could make some adjustments. At that time, when going to group c, the tablet notified the rep that the patient¿s ins was off (rep did not realize that and the ins being off would likely be directly related to the patient¿s tremors). When the rep turned the ins on they saw the charge density warning at that time. The rep looked and the ins has been off for 3 months and the patient didn¿t know why. The ins was 100% today and the patient-maintained charging even with ins off. The rep then tested impedances and the charge density warning went away. When the rep ran impedances with the ins off it showed left vim c 3/0 3/1 3/2 high and the right vim was ¿fine.¿ the rep turned stimulation on and ran impedances again and everything showed low. The rep ran impedances again with the ins on and the left vim was 3/0 3/1 3/2 high and 2/0 872 ohms 2/1 703 ohms with the right vim 11/c 662 ohms 9/c 662 ohms. The rep was going to continue with programming and gather logs related to the event.